Event description:
It was reported that the rate was at sixty five with the magnet in dual chamber pacing. It was also reported that the magnet most likely was not over the reed switch during the entire magnet test. It was further reported that the device was removed and replaced by a new device. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned to the manufacturer and analyzed. The battery depletion was normal, meeting expected longevity. (B)(4).

Event description:
It was reported that the rate was at sixty five with the magnet in dual chamber pacing. It was also reported that the magnet most likely was not over the reed switch during the entire magnet test. The device remains in use. It was further reported that the device reached elective replacement indicator (eri) and was removed and replaced with a new device. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the rate was at sixty five with the magnet in dual chamber pacing. It was also reported that the magnet most likely was not over the reed switch during the entire magnet test. The device remains in use. No patient complications were reported as a result of this event.